Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no damage to the lens with residue on optic and haptic. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.0/+2.0/176 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged with a same size different model lens due to low vault. The cause of the event is reported as unknown.